Manufacturer narrative:
(B)(4). Device has been received but evaluation not yet begun. A supplemental report will be sent upon completion of investigation.

Event description:
Procedure: colectomy. The anastomosis with the eea 28 device went fine. After inspection and tightness (leak) test, the anastomosis was detected to have a leak. According to the reporter, a single staple got out of row, but was well formed. The clamp row was re-sutured and afterwards was completely tight. There was no patient injured, no extension of incision, no extension or surgery time more than 30 minutes, no blood loss, no tissue damage or loss, and no change of procedure.

Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of two staplers. This evaluation was based on a medical and technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned devices. The visual inspection and functional evaluation of the devices had acceptable results. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.

Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, after completion of the anastomosis and during inspection/tightness test, a leak was detected. A single row of staples were formed. The anastomosis was manually sutured. There was no injury to the patient reported. Additional information has been requested but not yet received.